Event description:
It was reported that the patient underwent a surgical procedure in which this artificial urinary sphincter (aus) was explanted for unspecified reasons. All components were removed and a new aus was implanted. It is unknown at this time whether the explanted components will be returned. No patient complications were reported. A supplemental report will be filed should additional information received or the device returned for analysis.